Event description:
Procedure: nephrectomy. According to the reporter: the surgeon fired over the renal vein and renal artery in the correct firing sequence. The device did not deploy staples and only cut. The vena cava was affected. The surgeon sutured the structures. Surgery time extension was reported as 30 minutes. Blood loss was reported as 500cc. The pt was reported as stable.

Manufacturer narrative:
(B) (4). (B) (4).